Manufacturer narrative:
(B)(4).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the abdomen. The patient experienced ¿terrible reactions to her past few sensors, so much so that she has needed antibiotics.¿ further contact was made with the patient who confirmed they experienced ¿serious skin irritation¿ on the abdomen resulting in the skin peeling off. It was reported that the patient was treated with an unspecified oral antibiotic for reactions that occurred (B)(6) 2021 and the patient experienced a total of six reactions in the past two months. The patient has tried various barrier products with moderate success. No additional patient or event information is available.